Event description:
It was reported that (4) devices were used during an endoscopic vein harvest. It was reported by the rep that the clips would not release from jaws of al236 clip applier from a ktv13 kit. They opened 4 kits and all al236 clip appliers had the same problem. A 5th kit was opened to complete the case. Another device was used to complete the case. There was no consequence to the pt.